Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500673 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: while the clips were loading into the jaws of the applier, they were half the aperture of what the clips should be, appearing to be missing the top boss so that it would sit secure in the applier jaws. The patient's condition was reported as fine.